Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert was triggered on the device for right ventricular (rv) lead pacing, rv defibrillation, and svc impedances not being taken due to a data collection issue. The device was not detecting a slow atrial flutter due to under-sensing and the atrium was not capturing while in refractory. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.